Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the graft distal rca. Approximately 5 months post index procedure the patient suffered a stroke. This was treated with medication and a right carotid endarterectomy. The patient recovered. The investigator reported that the event is not related to the index device.